Manufacturer narrative:
The returned device was evaluated at endogastric solutions (egs) and an adhesive bond between one of the fastener tubes and distal shaft end was found separated. Additionally, multiple partial fasteners were found within the esophyx device, likely caused by the separated adhesive bond. A review of manufacturing records for the associated product lot was conducted, and no nonconformances reports or deviations were found for the affected product lot related to fastener delivery or adhesive bonding issues. Based on this review, there is no evidence to suggest a component or manufacturing defect caused or contributed to reported malfunction. Based on the available information received and engineering evaluation by egs, the cause of the reported incident could not be conclusively determined. There was no reported patient impact associated with this incident and egs deemed the incident as non-reportable at the time of the initial complaint. Egs has now determined if there is a recurrence of this malfunction, a serious adverse event may occur. Therefore, this incident is now reportable.

Event description:
A patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure conducted either laparoscopically or robotically, followed consecutively by a transoral incisionless fundoplication (tif) procedure). Throughout the tif procedure, the physician reported issues when delivering fasteners from the esophyx device. The initial esophyx device was uneventfully removed from the patient and the tif procedure was successfully completed using a second esophyx device. There is no reported patient impact.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. (B)(6). Corrections to egs medwatch report: d6a - implant date added. Updated a code to include 1562. Updated g code to 788. Replaced d code to include 4315. H.8 updated to reflect [x] initial use.